Event description:
It was reported that the right ventricular (rv) lead triggered an alert for undefined high pace/sense impedance and a lead integrity alert (lia) was triggered. In addition, oversensing of noise caused inappropriate therapy. The lead was reprogrammed with detections off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.